Event description:
It was reported that the downstream occlusion had a hole and needed an upgrade. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a hole in the downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens and scratched real label. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the dso alarm problem; however, the dso hole was confirmed by inspection. The root cause was determined to be the dso seal had a hole. The dso seal was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.